Event description:
The pt experienced baclofen withdrawal and was hospitalized for two days. He recovered. An alarm was heard which was not confirmed by telemetry. The pt was awaiting replacement of the pump. Further ifnormation is being requeted from the hcp.